Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital does not allow return of product. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item # 110010265 g7 osseoti shell lot # 3873241. Item # unk, hip-screws-other-unk, lot # unk (quantity of 8). Hospital does not allow return of product as recorded by sales rep. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 00421, 00512, 00513. 00514, 00515, 00516, 00517, 00518, 00519.

Event description:
It was reported that the patient underwent a revision surgery for disassociation less than thirty days post initial total hip replacement. Due to the patient's pre-existing condition, eight screws were used to implant the shell. However, the screws backed out of the shell, and pushed the liner out causing the disassociation. Due to the poor bone quality and failing health of the patient, all implants were removed. Attempts have been made, and no further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.